Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the non-calcified, non-tortuous right coronary artery. A 3x23mm xience sierra stent delivery system (sds) was advanced to the target lesion and was attempted to be deployed, but the stent failed to deploy. After removal, the hub of the sds that connects to an inflation device was noted to be broken. An unspecified xience sierra sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis which identified there was a portion of the hub chipped off, and there was a leak from the broken hub. The reported hub break, hub separation and activation failure were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported hub damage (break and separation). The reported hub damage appears to have caused the reported activation failure and leak noted during return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.